Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : clinical case - still in patient.

Event description:
Reunion rsa study: (B)(4). Patient felt a pop 7 weeks post-op and came in. Images showed stress fracture at base of acromion w/o substantial displacement. She does have osteoporosis which may have contributed. Actions taken: sling with limited mobility. Resolved with sequelae: (B)(6) 2021.

Event description:
Reunion rsa study: subject (B)(6). Patient felt a pop 7 weeks post-op and came in. Images showed stress fracture at base of acromion w/o substantial displacement. She does have osteoporosis which may have contributed. Actions taken: sling with limited mobility. Resolved with sequelae: (B)(6) 2021.

Manufacturer narrative:
The received x-rays were reviewed by medical affairs and the event of the acromion base fracture can be confirmed on both 6-months postoperative x-rays. A device inspection was not possible since the affected device was not returned. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated.¿ the available information was forwarded to medical affairs for review with following feedback: "the event of the acromion base fracture can be confirmed on both 6-months postoperative x-rays. In this case the osteoporosis is a factor that may have contributed to this event." The available information indicates that a patient related factor did contribute to this event. However, more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.